Event description:
The customer reports the device was getting service error required message and also it gets a shock equipment and pacer equipment malfunction. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device was getting service error required message and also it gets a shock equipment and pacer equipment malfunction. There was no reported pt involvement. Philips customer response center evaluated the device via the customer and recommended the processor pca be replaced. The customer replaced the processor pca to resolve the complaint and the device is operational. We will consider this a malfunction of the processor pca that caused the device to get a service error required message, a shock equipment malfunction and pacer equipment malfunction.